Event description:
The pt received 2 leads with the same lot number implanted in her cervical region. It was reported the pt experienced discomfort whenever she moved her neck. Surgical intervention was undertaken to reposition the lead. The pt reported effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.